Manufacturer narrative:
The events occurred over the past three (3) months. The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes leaked from an unspecified location; further described as "found some fluid around the door/ rectangular part of the cassettes." This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: two devices were received for evaluation. A visual inspection with the naked eye and magnification noted a small hole in the cassette sheeting at the corner of the cassette near the weld of the first sample and no issues were noted on the second sample. Functional testing including clear passage testing and clamp function testing were performed on both samples with no issues noted. Leak testing failed on the first sample due to a leak at the hole area of the cassette. Functional testing was performed on the second sample which included leak and hardware device interaction testing on a homechoice machine and both had acceptable results, no leaks or alarms were noted. The reported condition was verified on the first sample only. The cause of the condition could not be determined. The reported condition was not verified on the second sample as the device met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.